Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation was not returned to the MFR for evaluation.

Event description:
During a hysterectomy procedure, the device misfired. The surgeon applied another device. The hosp reported that no pt injury had occurred.